Event description:
Boston scientific crm received information that this lead had dislodged shortly after implant. The lead was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the lead has not been returned.